Event description:
It was reported that the transducers are consistently getting wet and backing up with blood during the patient¿s hemodialysis (hd) treatment. It was also reported that the transducer loosens after recirculation which changes the arterial and venous pressure during the patient¿s treatment. Upon follow up, it was noted that the patient was able to complete treatment after being rinsed back and the transducer was replaced with the old style transducer. The patient¿s treatment was completed with same machine and supplies with no blood loss. There was no patient injury or medical intervention required as a result of this event. The new transducer causes a positive pressure tmp issue which caused the machine to have multiple alarms during the patient¿s treatment. It was noted that the transducer does not seem to be staying tight. The transducer and bloodlines were discarded after treatment and are not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.